Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advance for dilatation. On the first inflation at unspecified atmospheres, the balloon ruptured. The device was removed intact from the patient's body and the procedure was completed with a 3mm non-bsc balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).